Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event of inaccurate fluid readings. A service history review was completed and showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the device history records revealed no issues that could have caused or contributed to this event. The device was determined to meet electrical and functional performance specification requirements per rite (returned instrument test evaluation) testing. The device pneumatic system was tested with no leaks noted and all pressures were found to be correct and stable. An external/internal inspection was performed with no issues noted and the device successfully completed a short simulated therapy. The device met product specifications related to the reported event; therefore, this issue of inaccurate fluid readings could not be verified and the cause was not determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the homechoice displayed inaccurate therapy numbers. This was identified during drain cycle two of four of peritoneal dialysis therapy while the patient was connected. The display showed a drain volume of 13041ml and an ultrafiltration reading of -13021ml. The technical service representative (tsr) assisted the patient in bypassing to fill. The display showed a fill volume of 11961ml. The tsr arranged for a replacement device and advised the patient to perform therapy with manual supplies until the replacement arrived. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.